Event description:
The customer reported that during use a nurse recognized the insulation coating had moved causing he electrode tip to be less exposed than normal. Another electrode was used for the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). Evaluation of the incident electrode found the tip bent and the tip charred. The clear safety sleeve insulator was loose, causing it to slip over the active electrode blade more than normal. There was a hole in the insulation exposing bare metal. This area failed hipot testing. It is believed the user grasped the insulation with a metal tool to bend the electrode, cause the insulation damage.